Event description:
It was reported that the customer received no delivery alarms from her insulin pump. The customer's blood glucose level was 223 mg/dl. Standard troubleshooting was performed. The insulin did not exit until the customer manuallly pushed the insulin through. The insulin pump functioned as designed. The no delivery alarms were caused by an occlusion in the reservoir or insulin infusion set. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).